Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a keypad anomaly and that the insulin pump was over delivering insulin. The customer reported that this caused her to have low blood glucose levels. The customer's blood glucose level was 34 mg/dl. The customer was treated by her mother who force fed her food. The customer also reported that they had been taking manual injections for a month. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.